Event description:
Patient burn: room, the patient warned the staff of having pain at the calf level. The surgeon noticed a beginning of redness like if she was having an allergy and decided to apply a bandage. He did a check-up of the patient 3-4 days after the surgery and noticed that there was skin lesions: burns with the shape of the vapr cable. Initially the surgeon supposed that the patient was having an allergy with the contact of the jersey used to protect "is" foot during the arthroscopy. But after seeing the cable shaped burns, he thinks there could have been a conduction effect between the wet jersey (with the water used for arthroscopy) and the vapr cable which brought about the burns. But he is not sure about that. Patient : women, 25-30 years old, with no medical history. Current status of the patient : she has sometimes bearable pain at the burns level. She takes paracetamol if needed and applies an ointment to treat the burns. Expect that, she is well. She is no more at the hospital. The surgeon did a check-up of the patient one week after the surgery and will follow-up her in about one month.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of 300 devices that were released to distribution. A meeting was held on (B)(6), 2014 with members from mitek¿s medical safety, engineering, quality engineering, and complaint departments to review product (B)(4), a patient burn. The product complaint and patient photos submitted to mitek complaints were reviewed and discussed. The conclusion reached was that the patient¿s burn was a result of fluid, not an electrical burn as the surgeon had suggested. The following is an analysis / summary of the findings. Background a case of patient injury was reported ((B)(4) (B)(6)-2013) in (B)(6) where it was claimed that a p90 electrode malfunctioned and caused 2nd degree burns during arthroscopic knee surgery. The lesions were photographed on the anterior to anterior-medial to medial-posterior skin surface of the lower leg and calf area. See that report for details. The surgeon involved has expressed concern that the injury was caused by an electrical current, or that the p90 electrical cable had become hot enough to burn tissue. The engineering opinion is that the burn was not electrical in nature and was caused by hot saline dripping from the unconnected p90 suction tube. The heated saline traveled along the path of the p90 cable and pooled in its shape. This type of scald burn has been reported in the literature. There are two type of electrical burns, one where current is conducted through the tissue, and the second is where current flow heats a conductive material which is in contact with the tissue. When these effects are used deliberately to modify tissue, they are referred to as electro-surgery and electro-cautery respectively. Electro-surgery is typically done with high frequency ac current, greater than 100 khz to avoid nerve stimulation, or shocking. Electro-cautery may be done with ac or dc currents since the material being heated contains the currents, which do not flow into the tissue. Electrical current burns the electrical cable of the p90 is double insulated, with an insulator layer over each copper wire, which is then contained inside an outer insulation cable. For electrical current to pass from the cable into a tissue would require that both layers of insulation fail, in addition to other system failures. For the burn shown, both layers the insulation would need to be open along the length of the burn (20cm). Given that 400 khz ac current is used, there is a small amount of capacitive coupling that could occur through insulation. This leakage current is very low, in the microampere range, and would be spread along the length of the cable. The leakage currents are tested during product verification and certification and shown to be orders of magnitude lower than would cause tissue to be heated to burn levels. The vapr generator output current (or rf) is isolated from ground, and current from the isolated output cannot flow to ground. Even if the patient is connected to the ground, the maximum leakage current is too low to cause burns or shock. The vapr generators include multiple means of protection that are tested in production, and yearly by local biomedical engineering safety departments. If a vapr fault developed, it would not be intermittent, and would continue to fail the safety tests, and potentially injure other patients. There have been no further reports of injury. Given the preceding discussion, it is extremely unlikely that the burns were caused by electrical current passing through the p90 cable into the patient¿s skin causing this injury. Electrical heat burns in this premise, if the cable laying across tissue got sufficiently hot, contact surface tissue burns could occur. This is similar to any hot item burning or scalding tissue, and the heat would need to travel through the wet jersey sock. It is estimated the surface temperature of the cable would need to exceed 50c according to standard scald-time charts. The gauge of conducting wires in the p90 cable is large enough to prevent any wire heating during normal operation of the p90 electrode. To heat the cable would require the p90 to short circuit to increase the current to a high level. This high level of current would need to be maintained for a significant time for copper wires to heat both layers of the insulation. The cable would heat along its entire length of 3 meters, not only where draped over the patient. The vapr generator limits the maximum current to a safe level. High current would require a failure of the short circuit detection circuit alarms in the vapr generator, and the surgeon not noticing that the p90 electrode was not functional. The heated plastic insulation of the cable would emit a burned plastic odor that was not reported. The p90 device was discarded at the end of surgery with no melting or discoloration noted in the report. It is extremely unlikely the cable temperature was hot enough to burn the patient and was not be noticed. Hot saline scalding the irrigation saline used during arthroscopic surgery may become heated to temperature that will scald tissue. Device instructions include warnings and guidance to reduce this likelihood, by intermittent use of rf and by maintaining sufficient saline inflow and outflow. Temperatures of 80c saline have been reported in the literature when outflow is not assisted by vacuum suction. Saline temperatures of 60c for 5 seconds are high enough to cause 2nd degree burns on sensitive skin. Along with these reports are photographs of line striped burns similar to those in this report. Refer to report for literature. Conclusion the information presented in the patient injury report is consistent with heated saline injuries caused by disconnected saline outflow tubing. In this case it appears the heated saline traveled along the path of the p90 cable which was draped across the patient¿s leg, mimicking the shape of the cable with a lesion. There is no way at this time to determine how or why the outflow tubing was disconnected. The design of the tubing connector is standard and there are no reports of it becoming disconnected accidentally. Closing statement we cannot discern a root cause for the reported failure mode; however it appears likely that the patient¿s burns were a result of heated saline due to improper setup / use of equipment in the procedure. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should any additional information be received in the future regarding the complaint event or the patient¿s condition, this complaint file will be re-opened at that time and a follow-up report will be filed.

Event description:
Our affiliate is reporting the following to us: the knee arthroscopy went well. In the recovery room, the patient warned the staff of having pain at the calf level. The surgeon noticed a beginning of redness like if she was having an allergy and decided to apply a bandage. He did a check-up of the patient 3-4 days after the surgery and noticed that there was skin lesions: burns with the shape of the vapr cable. Initially the surgeon supposed that the patient was having an allergy with th contact of the jersey used to protect is foot during the arthroscopy. But after seeing the cable shaped burns, he thinks there could have been a conduction effect between the wet jersey (with the water used for arthroscopy) and the vapr cable which brought about the burns. But he is not sure about that. Patient : women, (B)(6), with no medical history. Current status of the patient : she has sometimes bearable pain at the burns level. She takes paracetamol if needed and applies an ointment to treat the burns. Expect that, she is well. She is no more at the hospital. The surgeon did a check-up of the patient one week after the surgery and will follow-up her in about one month.